Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/22/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump had a flow rate that was too fast/high¿also tested it out during a few cases this week. The flow rate was high, typically 50/60 liters per minute. The malfunction was about 300/400 liters. No patient was affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to mishandling of the tubing. Disconnecting/reconnecting tubing may result in pump pressure errors.